Manufacturer narrative:
One (1) new. List #mc100, microclave¿ clear neutral connector; lot #14346419. One (1) used. List #mc100, microclave¿ clear neutral connector; lot #14346419. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. The returned used sample was tested and an internal leak was observed. The sample was disassembled and found to have a torn seal along the seam of the silicone seal. The probable cause is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The molding from a microclave¿ clear neutral connector reportedly leaked when flushing medication through it when infusing famotidine for a patient. They had to remove the cap and place a new one which caused a slight delay. There was no patient harm reported.